Event description:
Customer reports that lancet will not retract while using the softclix plus lancet device. Customer reports there was no accidental finger stick. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.